Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Arrive2 clinical registry #125-092 gah. It was reported that 371 days following a coronary artery drug eluting stenting treatment procedure, a re-intervention was performed on the target lesion. The index procedure identified and treated one target leison. The lesion was an 80% stenosed, moderately calcified, mildly tortuous, in-stent restenotic lesion in the right posterior descending artery (pda). The lesion was 3mm in length and 2.5mm in diameter. The physician did not pre-dilate the lesion. A taxus express2 2.50 x 12mm stent was deployed at 9 atms. The stent overlapped two previously placed stents, one bare metal and one drug eluting by 5mm. The physician post dilated the stent at 14 atms. The results were 0% residual stenosis with timi-3 flow. The pt was discharged the following day on plavix and aspirin. The site reported that the pt was admitted to the hosp 369 days following the index procedure. The pt was taking plavix and aspirin. Two days later, the pt underwent a target vessel re-intervention. The physician used plain old balloon angioplasty (poba) to reduce the stenosis. The pt was discharged the following day on plavix and aspisin.